Event description:
Reported events of band migration, reflux, erosion, gastric ulcer, and dysphagia from journal article: "gastrointestinal: dysphagia caused by erosion of a laparoscopic adjustable gastric band", journal of gastroenterology and hepatology 24, doi10.1111/j. 1440-1746.2009.05887.x (2009). Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on: 09/10/2009. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Per response received by allergan, it appears that the device is not available for return, and the serial number and implant/explant dates are unknown. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Band slippage, erosion, reflux, ulcer, and dysphagia are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." "Re-operation for band erosions may result in gastrectomy of the affected area." "As with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require re-operation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."